Event description:
A tubing separation. It was reported that an unspecified primary IV set and the extension tubing set were connected to the pt's swan-ganz catheter. Donor transfusion blood was infusing. While "adjusting and securing" the tubing connections, it was reported that the extension set tubing separated from the male option-lok adaptor at the solvent bond. There was "approx 20-30mls blood loss." The extension set was replaced and therapy resumed. There were no reported adverse pt effects and no medical interventions were required. Though requested, no add'l info was provided.